Event description:
Analysis was completed for the returned usb serial data cable (B)(6) 2016. The cause was associated with a disconnected wire connection in the usb serial data cable. Once the wire was soldered onto the printed circuit board, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that while at a physician's office to provide troubleshooting for tablet communication issues, the company representative received repeated error messages. Indicating "error establishing communication". The usb serial data cable for the tablet was replaced and the problem resolved. The usb serial data cable was returned for analysis which is underway, but has not been completed to-date. Additional relevant information has not been received to-date.